Event description:
An alarm issue was reported with the adc device. Customer reported a signal loss which prevented the sounding of high and low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced a loss of consciousness. Customer was unable to self-treat, requiring treatment of "sugary drink and sweet" by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to the unknown as the previously submitted information was deemed invalid based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Attempted to activate high/low glucose alarms with an android/fsll using a known good libre 2 sensor. The android/fsll successfully receives high/low glucose alarms, and the investigation did not identify any issues with the librelink app. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported a signal loss which prevented the sounding of high and low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced a loss of consciousness. Customer was unable to self-treat, requiring treatment of "sugary drink and sweet" by third-party. There was no report of death or permanent injury associated with this event.